Event description:
Same case as MFR report #: 2134265-2010-00620. (B) (4). It was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired. The index procedure treated the proximal circumflex with an unknown size taxus liberte study stent and unknown size taxus express2 non-study stent. In (B) (6) 2009, the patient developed bradycardia-tachycardia syndrome and a pacemaker was implanted. The patient's condition was improved. The physician notes that the patient had a history of abnormal cardiac rhythm and the condition worsened. The patient expired in (B) (6) 2009 due to ventricular fibrillation. Additional information received: the taxus liberte and taxus express2 stents placed at index were overlapping. The patient had no symptoms when the study three month follow-up was performed. On the morning the patient expired, the patient complained of respiratory discomfort suddenly and was transported by ambulance to the hospital. During transport to the hospital by ambulance, the patient experienced ventricular fibrillation, arriving at the hospital 10 minutes later. Approximately one hour following the ventricular fibrillation event, the patient expired.

Manufacturer narrative:
(B) (4)

Event description:
Same case as MFR report #: 2134265-2010-00620.(B) (6).it was reported that following a coronary artery drug eluting stenting treatment procedure, the patient expired.the index procedure treated the proximal circumflex with an unknown size taxus liberte study stent and unknown size taxus express2 non-study stent.in (B) (6) 2009, the patient developed bradycardia-tachycardia syndrome and a pacemaker was implanted. The patient's condition was improved. The physician notes that the patient had a history of abnormal cardiac rhythm and the condition worsened. The patient expired in (B) (6) 2009 due to ventricular fibrillation.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).